Event description:
It was reported that the patient received a as inverse humeral peinlay 36-0 on (B)(6) 2009 and experienced loosening of the glenoid implant on (B)(6) 2010. He underwent revision surgery on (B)(6) 2010. The complication was reported by the study site as not being related to the device. Patient is part of shoulder registry - study (B)(6).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device (s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).